Event description:
The customer reported that the speaker was malfunctioning.

Manufacturer narrative:
(B)(4): this complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.